Event description:
It was reported that patient experienced erosion. Patient underwent a removal surgery of his inflatable penile prosthesis (ipp). No information about the patient outcome is available at the moment. Should further information be received, a supplemental report will be submitted.